Event description:
(B) (4) it was reported that during a percutaneous coronary interventional procedure with rotational atherectomy, a wire fracture occurred. The multiple tandem lesions being treated were located in the moderately calcified and moderately tortuous distal circumflex (cx) artery. The physician was not able to advance the floppy rotawire guide wire as far distal as he wanted, and did not have a lot of support. The physician used two 1.25mm rotalink burrs, and treated multiple sites within the cx artery. The physician then removed the devices, and noted that the distal radiopaque portion of the floppy rotawire guide wire had remained in the patient, thought to be approximately 3 to 3 1/2 cm of wire. The obtuse marginal 2a vessel closed off. Following consultation with a surgeon, it was determined that it the wire fragment should not be removed. No further patient complications were reported, and patient status was reported as "great".

Manufacturer narrative:
(B) (4)

Event description:
It was further reported that the vessel was severely calcified, and the highest percentage of stenosis was 90%. The length of the lesion was difficult to determine due to the diffuse disease. The physician made 12 attempts at ablation with an average of 160,000 rpms and a total time of 167 seconds with the first burr. The physician made 3 attempts at an average 160,000 rpms for a total time of 42 seconds with the second burr. The burrs crossed the proximal lesion but failed to cross the distal lesion.

Manufacturer narrative:
Updated fields: describe event or problem, device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the returned catheter unit was attached to a control advancer unit. It was noted that the coil of the catheter was kinked near the handshake connection. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out and no issues were noted with the unit's handshake connectors. The burr was microscopically examined and the burr was flared and misshapen, however there were no scratches that exposed brass on the plated back half of the burr. A scratch test confirmed that the burr's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).